Event description:
A company representative reported that the tip of a chesapeake al awl fractured off intra-operatively, and that the tip remained in the implanted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device location unknown.

Event description:
A company representative reported that the tip of a chesapeake al awl fractured off intra-operatively, and that the tip remained in the implanted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.